Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a broken belt clip slot.

Event description:
It was reported that when the customer attempted to deliver a bolus, the numbers kept scrolling on their own. The caller changed the battery, and the insulin pump alarmed button error. The customer's blood glucose was 333 mg/dl. The caller stated that the buttons were unresponsive. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).